Event description:
It was reported that during a robotic left hepatic lobectomy, at the time of hepatic vein dissection, the central staples were not deployed at the 1st firing and bleeding occurred. The bleeding was stopped and the wound was ligated with suture to complete the case. The cartridge color was white. No further information is available.

Manufacturer narrative:
(B)(4) date sent: 3/5/2024 d4: batch # unk additional information was requested, and the following was obtained: was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) No. What is the most current patient health status? The patient is stable. Investigation summary an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 3/25/2024. D4: batch # 681c38. Investigation summary : the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with a battery pack loaded with no apparent damage with a gst60w reload present along with the device. Additionally, the reload was received with the left side fully fired and the right side partially fired 1/4. Upon evaluation of the reload, the reload body, one-piece sled, was noted to be split with the half left side on the distal end and the half right side of the sled received in the home position and slightly out position; however, six double drivers were noted up without staples on the proximal end from right side, this condition was most likely due to an incomplete fired. The condition of the driver's up shows that reload was partially fired causing the reported event. However, it is possible that the reload was manipulated, and the sled was manually returned to its home position. Also, obvious damage to the reload deck was noted, which suggests the reload, may have been fired over a hard object causing the split damage after the fired it again. As additional testing, the device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The damage to the reload is consistent with the device being clamped over a hard object. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 681c38, and no non-conformances were identified.